Event description:
An arthroscopy for a torn medial meniscus was performed with no apparent problems. Approximately one month later, the pt had discomfort in the knee. Another surgery was done to remove a broken off section of the outflow/inflow cannula that was used in the original procedure. The main housing part of the cannula had been discarded. After the second surgery, the retrieved broken fragment was given to the pt.